Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the reported event. Multiple attempts have been made to try and retrieve further event information with no customer response. It is unknown how product was being inserted nor if fluoroscopy was being used. Labeling review: "...fluoroscopy should be used to verify xlif slides are positioned properly. The inserter is placed with the attached implant between the xlif slides. The implant is advanced across the disc space under a/p fluoroscopy..." "...during insertion of the implant, placement is also monitored with nvm5® free run emg. Placement of the implant is dictated by patient anatomy and the spinal pathology that is being treated..."

Event description:
On (B)(6) 2018 while placing a coroent xl cage, allegedly cage fractured resulting in an unspecified venous injury. No other information has been provided. It is unknown if product was removed from patient nor if procedure continued.